Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in may of 2020. Evaluation of the returned instrument shows that the tips are slightly misaligned in the closed position thus we are able to validate this complaint. There was no damage found to the jaws pivot pin area on the outer tube assembly. Function testing of this instrument shows that it is able to pick-up, retain, close and re lease multiple clips both with and without the use of silastic test tubing as it was at time of manufacture. Mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found misalignment of the jaws before use so that stopped the use the applier. It was purchased by the hospital on january.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found misalignment of the jaws before use so that stopped the use the applier. It was purchased by the hospital on january.